Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer was given information on how to reset the pump and was advised to follow up if there were any questions or if the issue continued.